Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No unexpected off no power or low battery alarms were noted. No cosmetic damage was observed.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels and large ketones. The blood glucose reading was 379 mg/dl. The customer stated that she had large ketones for 24 hours. She noted that she was able to get rid of them, but then they came back. Upon hospitalization, she was treated with an intravenous drip and 10 units of insulin, administered manually. Advised replacement of the insulin pump. Nothing further reported.